Event description:
It was reported that the 5.0 x 16 mm graftmaster stent was implanted to treat a perforation in the mid right coronary artery (rca). It was implanted without issue, to successfully seal the perforation. However, post stent implantation, acute closure of the vessel was noted with thrombosis. Additional ballooning was performed to treat the thrombosis. No further patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.